Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics due to hypoglycemia. The customer stated that she accidently over bolused, causing her blood glucose to drop to a reading of 31 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer last changed her infusion set the day prior to the event, and she was disconnected during the manual prime. Nothing further was reported.